Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: continuous burning, usg contracture capsular grade iii-IV. Probable rupture of implants, which show lobed edges and presence of bilateral radial folds.

Event description:
Healthcare professional reported left side "continuous burning","usg contracture capsular grade iii-IV. Probable rupture of implants","which show lobed edges" and "presence of bilateral radial folds." Device has been explanted.